Manufacturer narrative:
Although no patient injury or complications related to the event were reported, the same malfunction might result in a cancelled major procedure should it recur, thus lumenis has determined this event to be reportable. Lumenis has initiated (B)(4) to further investigate intermittent versacut handpiece operation, and to determine if corrective action is required

Event description:
A foreign user facility reported that during a procedure in which a lumenis versacut morcellator was being utilized, "the handpiece stopped moving and was no longer able to absorb tissue from inside of the urinary bladder". Unable to continue with the morcellator, the operator used an electric surgical knife to complete the procedure. No report of injury was received, and no report that the device malfunction caused or contributed to any change in the patient's condition.